Manufacturer narrative:
(B)(4). Batch # p56e4j. Device evaluation: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the stapler misfired, and stopped mid-staple as it was firing. It was unknown which reload was used. No buttressing material was used. No other details were available at the time. Procedure was completed with another device of the same product code. There were no patient consequences reported.